Manufacturer narrative:
A new device was successfully implanted and this device has not been returned. Should this device be returned for analysis or should more information become available to our company, this event will be updated as necessary. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead experienced a syncopal episode. This patient is pacemaker dependent. All diagnostic measurements were checked and were within normal limits. Hospital staff observed only p-waves on the telemetry monitor without ventricular capture. The nurse was able to reproduce this with isometric arm movement. The patient was taken to the operating room (or) for a lead revision. The pacemaker was found to be high in the pocket. The rv lead had insulation damage, stripped back over the coil near the terminal pin, appeared like was caused from a wire strippers. The lead issue was unable to be reproduced with the pocket open and lead exposed. Blood was found in the rv and right atrial (ra) port of the device header. This device was explanted and a new device was successfully implanted on the patients right side. To date, no further adverse patient effects were reported.